Event description:
It was reported that during cardiomems implant procedure the physician had a difficult time passing the sensor through the patient's pulmonary artery stent. They were eventually able to pass the delivery system through the stent. However, when they examined the sensor it appeared to be bowed on the end. The decision was made to abort the implant. There were no adverse consequences to the patient.

Manufacturer narrative:
The following components were received in the return: the delivery system catheter, tethered sensor, and flash drive. The visual inspection of the length of the catheter showed no kinks or gross damage. The hub of the catheter had some white residue on the cap but no other abnormalities. Upon visual inspection of skiving portion, it was observed that the tethering pattern was correct. There was no gross damage to the skives or wires noticed during visual inspection. The outer diameter of the catheter measured to be .05 in with the thickness gauge. This measurement is within specification. Visual inspection of the sensor identified no exterior damage. The width of the sensor was found to be within specification with a width of 2.06mm, 2.00mm, and 2.00mm determined by a digital caliper. The results of the investigation are that no device abnormalities were identified that would have contributed to the event description. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed.